Event description:
It was reported by the aci sales professional that a pt underwent a diagnostic peripheral procedure on (B)(6) 2012. Access was obtained at the common femoral artery via a 6f cordis sheath. A pre-procedure femoral angiogram revealed presence of pvd/calcium in the vicinity of the puncture site, and the vessel size to be approximately 6 mm. Post procedure, the physician who is a trained user, selected the mynxgrip vascular closure device 6f/7f to close the access site. It was reported that the balloon lost pressure when it reached the tip of the sheath (1st stop). The physician removed the device and since access was not lost, the physician prepped and deployed a second mynxgrip vascular closure device 6f/7f. The second device balloon also lost pressure when it reached the tip of the sheath (1st stop). The physician removed the second device, and converted the pt to approximately 20 minutes of manual compression. Hemostasis was successfully achieved. The pt was ambulated and discharged to home the same day, with no reported clinical sequela. No further information was provided.

Manufacturer narrative:
Visual inspection of the returned device at high magnification confirmed that the source of the leak was a longitudinal tear in the balloon distal tip, approximately 4.5 mm from balloon proximal tip. No other source of leak was identified. The review of the lhr (lot f1207401) indicated that the device lot met all established performance criteria prior to shipment. Based on the information provided and the investigation performed, the root cause of the tear could not be determined. See medwatch report #3004939290-2012-00124 for the first device.